Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (ink spots) issue. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2015 with the following findings: during investigation, the pump powered on and displayed the verify screen. The complaint of ink spots on the display was not observed. The pump audible tones and vibratory features function properly. Unrelated to the complaint of ink spots on the display, investigation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).